Event description:
Healthcare professional reported left side rupture, "pains in mammary," and "mammary shape change". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6a, d6b, g1.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the returned device identified: underweight, opening and black particles. A microscopic analysis was performed which identify two sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture, "pains in mammary," and "mammary shape change". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, "pains in mammary," and "mammary shape change". Device has been explanted.